Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that sub tests such as pressure transducer test, safety valve. Manual ventilation and automatic ventilation leakage tests failed during system check out. Despite several attempts to obtain additional information, any replaced parts or logs, we have not received any. Based on the problem description alone, we have not been able to confirm the faults or determine any root cause.

Event description:
It was reported that the anesthesia workstation failed several subtests during system check out. There was no patient involvement. Manufacturing ref #: (B)(4).